Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the defibrillation conductor was fractured, the distal conductor was distorted, the defibrillation coil was distorted, outer tubing overlay cosmetic enviromental stress cracking, outer tubing enviromental stress cracking breach (non-electrical), the outer tubing overlay was breached cut and the outer insulation had a cosmetic depression.

Event description:
It was reported that an infection occurred and the right ventricular lead had a fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.